Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the exact cause of the worsening central aortic insufficiency (cai) is unknown. However, it is possibly related to the mechanism above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), two years and eight months post procedure, a valve in valve was performed due to symptomatic central aortic insufficiency (cai). There was no discussion regarding the root cause. No imaging is available and no procedural documents are available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.